Event description:
It was reported that the patient received inappropriate shocks from the device due to sustained noise on the ventricular lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.